Event description:
It was reported that patient received inappropriate shock due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed. Analysis found external abrasions between 16.5cm and 22.4cm from connector pin as a result of friction to another device. Internal abrasion was noted at 50.5cm to 52.0cm from the connector tip. Electrical measurements were normal.